Event description:
It was reported that during an esophageal dilatation procedure, resistance and removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The cre 18mm x 20mm balloon dilatation catheter was advanced to the lesion without difficulty and the lesion was "properly" dilated. Upon attempting to remove the balloon, "strong" resistance was encountered and the balloon was unable to be withdrawn through an unspecified endoscope. The physician removed the balloon and endoscope from the patient as a unit. The physician attempted to remove the balloon from the endoscope outside of the patient; however, the balloon was unable to be removed. The physician cut the balloon from the shaft to remove the device from the endoscope. The procedure was completed without further intervention. The patient's status is reported as "fine".